Manufacturer narrative:
Investigation evaluation it was reported that the distal end of a 'ncompass nitinol tipless stone extractor' was found to be "abnormal" and the basket could not be advanced when tested prior to use. The device was not used on the patient, and the user opened and used a new same device to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One, used, 'ncompass nitinol tipless stone extractor' was returned for investigation. Upon inspection, it was found that the basket sheath separated beneath support sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. The returned device was found to have a basket that was closed and could not be opened. The basket sheath had broken near the handle and pulled free from the yellow support sheath. The provided information stated the issue occurred before use of the device. The cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the distal end of a 'ncompass nitinol tipless stone extractor' was found to be "abnormal" and the basket could not be advanced when tested prior to use. The device was not used on the patient, and the user opened and used a new same device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: customer (person) address (B)(6), e1: customer (person) phone (B)(6), e3: customer occupation = unknown, g4: PMA/510(k) # = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.